Manufacturer narrative:
A ge representative evaluated the system and replaced the remote user interface ribbon cable. The system operates as intended.

Event description:
The customer reported a loss of motorized movements. When the motorized movements are completely down, the cranial and caudal movements are not available. There is no report of injury or death associated with the event described in this complaint.